Event description:
Caller reported a cgm error 42 regarding their device. There was no adverse impact to the customer's blood glucose level. The customer was assisted with a complete pump reset by technical support, successfully resolving the issue, and their sensor session was subsequently started without further errors.